Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during an enteral feeding device replacement procedure. According to the complainant, the locking adapter was broken when connecting. Another corflo cubby low profile gastrostomy device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".